Event description:
Note: date of event is unk. It was reported to boston scientific corp on (B)(6), 2009, that a securi-t percutaneous replacement gastrostomy tube device was used during an exchange procedure. According to the complainant, during the procedure, the nutritional supplemental was unable to be injected. The physician attempted to confirm the blockage by cutting the device. The procedure was completed with another securi-t percutaneous replacement gastrostomy tubes device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).